Event description:
It was reported that the pt was not getting the expected benefit from the baclofen in terms of reduction of her tone and spasms. A radioisotope contrast study showed some malfunction between the catheter and pump. The catheter was replaced to ensure thorough function between the pump and catheter. The pt recovered without sequela.